Manufacturer narrative:
The serial number was not provided. The lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens was implanted in the patient's operative eye. Post-operatively, the patient has a pupil that contracts off center of the lens to in between the 2nd and 3rd eschelette (ring) and the patient's post-operative refraction showed there was a residual refractive error of -1.25. Also, the patient's uncorrected distance visual acuity (ucdva) was 20/40 and the best corrected visual acuity (bcva) was 20/20. The physician plans to re-center the lens and additionally place a piggyback lens for enhancement as per his past practice. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer''s reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.